Manufacturer narrative:
Final analysis found normal device characteristics. (B)(6).

Event description:
It was reported that the pulse generator exhibited noise, capture and sensing anomalies. The pulse generator was explanted and replaced.